Event description:
The surgeon used a competitor's iol lens with the injection system. The surgeon attempted to insert the lens, but one haptic twisted and tore off at the hinge. There was no pt injury. The likely cause of the event was the foam tip plunger overriding the lens upon insertion. Another lens was implanted . The pt's preoperative bcva was 20/25 and the postoperative bcva is 20/20. The pt's prognosis is excellent.